Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of over 600 mg/dl. Customer states she was at the hospital due to food poisoning that caused her high blood glucose level. The customer experienced symptoms such as vomiting and difficult breathing. The customer was treated with manual injection and intravenous injection fluid. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information was received which was not provided with the initial report. Updated with additional information with this report.

Event description:
It was reported via phone call that the customer was not on auto mode at the time of the incident.